Manufacturer narrative:
If additional info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "opened box during the surgery and box was empty, screw was missing. No apparent tampering of box noticed."